Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) failed testing. The epg passing incoming testing. It was indicated that the upper and lower case were broken and the bails and bail covers were missing. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed on the post test. The epg was returned for service. There was no patient involvement.